Event description:
It was reported to philips that the device failed its op check for pads. There was no patient involvement.

Event description:
It was reported to philips that the device failed its op check for the pads. The customer requested that an authorized field service engineer (fse) be dispatched to the customer site. Upon evaluation of the device, an inspection verified the reported issue and it was determined the defib capacitor and therapy pca needed to be replaced. The therapy pca was returned to the failure analysis lab for evaluation. The component was visually inspected for any mechanical damage and/or contamination, and no anomalies were found. Once installed in an mrx test fixture, functional testing was successfully completed with no noted issues that could have caused or contributed to the alleged failure. Upon conclusion of the evaluation, the therapy pca was found to be fully functional and the reported issue could not be verified or duplicated. The component was subsequently scheduled to be scrapped. Upon conclusion of the initial evaluation, it was reported that both the therapy pca and capacitor were replaced to resolve the reported issue. However, a follow up analysis of the returned therapy pca was completed and there were no noted issues that could have caused or contributed to the original allegation. As such, it has been determined that the cause for the original failure was a faulty capacitor. The device remains the customer site and no further evaluation is required at this time.